Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient reported waking up in the hospital and does not remember any of the details leading up to this. The patient could only recall that her boyfriend was with her the evening before when she had not been feeling well. No specific symptoms were reported. The patient¿s bg meter reading was 350 mg/dl. No cgm comparison value can be recalled. At some point, the patient¿s boyfriend called for an ambulance. No treatment or medication details from the hospitalization were available. The patient was discharged home 7 days later. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.